Event description:
The same day as a routine pump replacement procedure, the patient experienced a change in therapy effect. The patient ¿felt like he was flying¿. The patient felt that the medication was too strong; he was feeling sleepy, euphoric, and nauseated. The patient came in to the clinic on the date of this report and requested that the morphine dose be decreased. They reduced his dose by 10%. Three days later, they decreased the patient¿s dose by 10% again. They were planning to see the patient frequently to reduce the dosing. The patient was given zofran for nausea. They believed that the new pump was operating more efficiently than the old pump. As of (B)(6) 2014, the patient was feeling somewhat better and was going to call the clinic the next day and they might decrease the dose further. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).